Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the xtra meter 3 button precision were reviewed and the dhrs showed the xtra meter 3 button precision passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display issue was reported with the adc meter. Customer reported observing black spots on the meter display that obscured the glucose reading and experiencing a seizure and a loss of consciousness. Customer had contact with paramedics who provided unspecified intravenous treatment and insulin (dose/type unknown) as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter (B)(6) has been returned and investigated. Visual inspection has been performed on the returned meter and black spots were observed on the screen. The meter was de-cased and cracks on the lcd (liquid-crystal display) was observed. No malfunction or product deficiency was identified. This case is not confirmed to use error.this also serves as a correction report. Section g-5 (pma510k#) was incorrectly documented in the initial MDR 30 day report. Section g-5 has been updated.

Event description:
A display issue was reported with the adc meter. Customer reported observing black spots on the meter display that obscured the glucose reading and experiencing a seizure and a loss of consciousness. Customer had contact with paramedics who provided unspecified intravenous treatment and insulin (dose/type unknown) as treatment. There was no report of death or permanent injury associated with this event.